Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional suspected abnormal cardiac resynchronization therapy defibrillator (crt-d) function with heart rates below the programmed lower rate. It was noted that the his bundle lead had high threshold measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.